Event description:
It was reported that when using the BD Pyxis¿ Anesthesia Station ES drawer 3.1 failed and not detected on bus. The customer tried to reboot and recover the storage space, but the problem was not resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 25-FEB-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that half height matrix drawer was not detected on bus. A field service engineer (FSE) examined the board and all the connections and reconnected everything, but the issue persisted. Further the FSE found subtle scent of melted plastic on the retractor band for the 3.1 drawer. Then the retractor band was replaced and drawer showed on bus. The system functioned as intended after the field service engineer repaired the device.